Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is expected to be returned for investigation, however it is currently retained by the hospital. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a prostar xl device after an unspecified procedure. Reportedly, the prostar xl device does not turn to the left. The needles are not easy to insert and the wires are twisted. The method of achieving hemostasis was not reported. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the prostar xl device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as the needles successfully emerged from the barrel. A conclusive cause for the reported failure to deploy the needles could not be determined. The reported inability to rotate the hub appears to be related to use technique. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Arteriotomy closure was attempted in the left common femoral artery using the prostar xl device with a 16fr sheath. It was reported the hub of the prostar xl device could not be turned to the left. The interlocks were depressed to unlock the hub. The sutures were twisted. It was not possible to deploy the needles. A back-down was performed to retract the needles. A second prostar xl device was used to achieve hemostasis. The physician is reported to be trained in the use of the prostar xl device and established in the pre-close technique. No additional information was provided.